Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. On (B)(6) 2016, the pump was programmed to deliver baclofen 400mcg/ml at a dose of 19.21mcg/day. Per logs, the pump was examined on (B)(6) 2016 and last changed on (B)(6) 2016 to infuse baclofen 200 mcg/ml at 67.28 mcg/day. The estimated elective replacement indicator (eri) was 23 months. Logs indicate the expected residual volume (erv) was 5.9 ml and the actual residual volume (arv) was 6.2 ml. The pump was updated on (B)(6) 2016 to infuse 400 mcg/ml at 68 mcg/day. The pump¿s indication for use was listed as intractable spasticity and multiple sclerosis. An alarm was heard and confirmed by telemetry on (B)(6) 2016; telemetry indicated that a critical alarm was occurring and the pump was in safe state, reset occurred. Telemetry indicated that there was an alarm, but the company representative had not confirmed if the patient heard the alarm. The patient experienced spasticity. The event date was asked, but unknown. The pump was last interrogated on (B)(6) 2016 and alarms were noted. Logs were not read to confirm alarm date.

Manufacturer narrative:
Analysis of the pump found battery high resistance.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a company representative. It was reported that the pump stopped, and was resetting. Per pump printout, the pump reset multiple times on (B)(6) 2016, including multiple reset - low battery messages. The pump went into safe state on (B)(6) 2016 at 10:42. The estimated elective replacement indicator (eri) was 21 months. A rotor study and dye study were not performed. The patient showed no effects, but apparently the pump was off when the patient came in for a refill. The pump was explanted on (B)(6) 2016. The patient recovered without sequela. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.